Event description:
The manufacturer received information alleging a ventilator screen is blacked out and cannot be turned on. There was no harm or patient injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow up report will be filed when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.